Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The atrial lead exhibited high impedance, noise and an insulation anomaly. The lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.